Event description:
Customer reported, that during the safety mechanism activation, after use on a patient, the pink cover disconnected from the body of the needle, causing a needle stick injury to the user.

Manufacturer narrative:
Evaluation summary: seven samples received for evaluation were assembled to the 3ml luer lok syringe and activated with no defects noted. None of the shields disconnected from the needle hub the safety shield snapped onto the cannula with no difficulty. A review of the complaint database did not reveal any other incidents of this nature with this lot of product. The mfg plant is, however aware of similar incidents with this catalog item. The possible root cause could be possibly due to extra stresses on the pivot rod hinge when the pivot rod of the shield is forced fit into the hub hook during the assembly process. A CAPA has been raised to counter this issue. Actions such as adding an extra inspection to check for disengagement issues by activating the needles and adding a 100% online simulation system to pull back and push forward of the safety shields are underway. Regulatory compliance will continue to monitor for any changes in monthly trends.